Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed; however, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformities during the mfg process. In addition, batch record review confirmed the labeling, material, and process controls were within specification. Based on med records received, the pt was admitted to the hosp with a diagnosis of peritonitis associated with peritoneal dialysis with symptoms of abdominal pain secondary to infection of peritoneal dialysis catheter. The pt had trouble with outflow of her pd dialysate followed by generalized abdominal pain. She went to ER two days after onset of this and was diagnosed with peritonitis and given IV vancomycin followed by oral cipro. Pd fluid is growing gram positive organism. CT scan shows small fluid collection at exit site. The pt's pd catheter was removed and hemodialysis was initiated. The pt responded and discharged in improved condition. She was to continue hd upon discharge. This is her third episode of coagulase - negative staphylococcus isolated from her peritoneal fluid since (B)(6). We suspect that a permanent biofilm coats this catheter, and she is at risk for recurrent infection. As such remove catheter. Based on what is medically reported, it is unlikely any of the events were related to fmc products. Fmc does not manufacture pd catheter. Pd catheter related touch contamination was most likely the cause of this peritonitis and the events involving hospitalization are being reported against the cycler for reporting purposes.

Event description:
A peritoneal dialysis pt reported drain complications and abdominal pain during treatment. A follow up call was made to the pt's peritoneal dialysis nurse. The nurse reported that the pt was diagnosed with peritonitis on (B)(6) 2015. The pt was admitted to the hosp on (B)(6) 2015 to have her catheter removed. The pt will be going to hemo dialysis following her hosp discharge. The pt is being treated with IV vancomycin and cipro (route unk). The nurse reports that this is a "touch contamination." The pt does not wear a mask while setting up for treatment despite teaching, and she has poor technique. This was the pt's third case of touch contamination peritonitis since march. All three cases were the same bacteria per the med records making this a continuation peritonitis.